Manufacturer narrative:
Investigation results as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd undisclosed pivc leaked. The following information was provided by the initial reporter: complaint regarding the functioning of the material, pointing to leakage near the catheter or extender connection and cases of blood reflux, causing catheter obstruction. In view of this, I would like to propose a technical visit to demonstrate the proper use of the material, to resolve these doubts if this is the reason for the complaint. Product name: valved connector in closed system. Batch: not mentioned in the complaint. Quantity affected. Was not cited in the complaint could you share any photographic sample related to this event? We don't have a photo. Is the physical sample available for return for evaluation? No.

Manufacturer narrative:
Evaluation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Complaints received for this device and reported condition will continue to be tracked and trended.